Event description:
Ous MDR - after an implantation period of about 87 months, oversensing with inappropriate therapy was reported. Impedance values were in range. The event date was not provided. Apart from the shocks, no further adverse patient side effects have been reported. There is no indication this lead has been explanted or capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received printouts of the medtronic device were carefully analyzed. The available data confirmed the presence of artefacts in the ff and rv channel which are most likely related to myopotentials. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.